Event description:
It was reported that the power jack port is broken. No procedure was being performed. No patient involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found damage to the to dc inlet port and the functional evaluation revealed no further issues; the device failed to charge and the root cause identified as defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.